Event description:
It was reported that the patient presented to the healthcare provider (hcp) clinic on the date of the report because they heard an alarm. A critical alarm was confirmed by telemetry due to motor stall. The stall was on (B)(6) 2015 at 22:00, also reported as 22:07. There was only one stall, which was constant, and did not recover. It was unknown how long it was stalled. It was confirmed that there was not a "pump stopped due to stop command" message in the event logs. The pump was filled on ¿monday.¿ the patient was "not feeling the best," had withdrawal symptoms, and felt a ¿bug crawling on his skin¿ sensation. It was reviewed with the reporter to program the pump to minimum rate mode, and the patient had a dose adjustment. The cause of the stall was unknown, as the patient had no magnetic resonance imaging (MRI), or new environmental exposure. The patient's pump was replaced. The drug was pulled out during the procedure to place in the new pump and it was yellow in color. The patient recovered without permanent impairment. The pump system was being used to infuse baclofen (compounded) and morphine (unknown).

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
This event was also reported under manufacturer report #3007566237-2015-01494 [the pump was explanted 24 months prior to the expected end of life expectancy. No additional information was provided regarding this event]. Any additional information received will be reported under this manufacturer report.